Event description:
On (B)(6) 2025, a sales representative reported via email that (qty. 2) of an ar-3636 knotless 1.8 fibertak soft anchor pulled out after trying to shuttle the repair stitch. Nothing broke in the patient, and the case was completed successfully. This was discovered during a labral repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the screw during insertion.

Event description:
Additional information was received on 05/13/2025: the case was completed using new anchors, and the product used to complete the case was 2.9 peek pushlocks. There was a slight delay, estimated to be only a few minutes. Anesthesia was administered solely to complete the procedure. For the 1.8 knotless fibertaks, a reusable guide and 1.9 fibertak drills were utilized. The patient's bone quality was assessed as very good, and no adverse effects or damage were reported.